Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had failed battery test alarm. Customer's blood glucose level was unknown. Customer was advised that to discontinue the use of the pump. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with stripped battery cap coin slot. Pump passed displacement test, operating currents and unexpected restart error test. No failed battery alarm noted. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.